Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump had been intermittently powering off for the past 2 weeks. The patient informed customer support that most of the time she would become aware of the issue quickly because, she would hear the pump beep and would see the verify screen on the pump's display. However, on occasions when she did not immediately become aware of the power loss, the patient claimed her blood glucose (bg) climbed to the 400-500 mg/dl range. The patient reported that the pump lost power while sleeping on (B)(6) 2012. When she woke up her bg was 603 mg/dl and had symptoms of shortness of breath and chest pain. The patient mentioned, she treated herself with injections via syringe and confirmed her high bg resolved. The patient stated her symptoms abated when her bg resumed to her usual range (100-200 mg/dl). At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient also reported that the pump continued to power off intermittently even after the battery cap had been replaced. At the time of the call, the patient identified rust/corrosion in the bottom of the pump's battery compartment. The patient denied exposing the pump to water. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia after the subject pump powered off during use.